Event description:
Patient reported excessive gum bleeding from the aligners. At check in patient marked true to bleeding, and gingivitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.